Event description:
It was reported that the patient presented for follow up with a complaint of discomfort and arm movement limitations post device implant. The patient was scheduled for explant the implantable cardioverter defibrillator was removed. The patient was stable.